Event description:
On (B) (6) 2009, this patient was implanted with gore excluder aaa endoprosthesis for treatment of a left common iliac artery aneurysm and embolization of the left internal iliac artery. A 1 month follow-up CT scan revealed a distal type I endoleak and dissection that developed in the right common iliac extending across the hypogastric down into right external iliac causing significant compromise to the lumen. There was retrograde filling into the aneurysm sac via a combination of incompetent coils. On (B) (6) 2009, a second procedure was performed whereby additional contralateral leg components were implanted and successful treatment of the distal dissection as well as filling of the false lumen. The patient did well (post-operatively) with no further incidents.

Manufacturer narrative:
Additional four devices implanted during initial procedure: (B) (4): a review of the manufacturing paperwork is being conducted.